Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the first firing of a laparoscopic low anterior resection, they connected the reload to the adapter. Then, the surgeon clamped the tissue and pushed the blue button; however, could not fire the device. Replaced by new reload and the procedure was completed. The status of the patient was reported as no problem.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.